Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: a needle hole in the needle chamber was noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle hole in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8806, with lot cvlcc6, conformed to the specifications when released to stock on the 5th october 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient on (B)(6) 2016 via lp-shunt with setting 7. However, the surgeon confirmed by x-ray that the pressure setting was actually set to 6. The pressure was then changed to 6. On (B)(6) 2017, the surgeon tried to change the pressure setting from 6 to 5, but the setting was not able to be changed. The surgeon attempted to change the setting under x-ray, but still the setting was not able to be changed. The patient¿s ventricular enlargement was observed, and the patient felt difficulty with walking. The patient¿s feeling of difficulty with walking got worse on (B)(6) 2017, so that the surgeon performed tapping (32 ml). The patient¿s condition got better. The surgeon tried to check the depth of the implanted valve by echo, and tried to change the pressure setting, but it was still not able to be changed. Finally, a revision surgery was performed on (B)(6) 2017 with 82-8804 (setting was 6) with the already implanted abdominal catheter and lumbar catheter were remained in the patient¿s body and connected with the revised valve. After the surgery, the surgeon tried to change the setting of the removed valve, and the first attempt was failure, but the second attempt was successful to change. The patient is an (B)(6) female and her (B)(6). Her condition is under monitoring. The surgeon questioned if the way of applying adjuster was wrong, if the valve may be leaned to wrong position or if body tissue disturbed the adjustment. No further information was provided by the hospital.